Event description:
Information was received that device has no power. No adverse effects reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found a cracked tank cover, a broken pole clamp, an outdated pcb, power switch, and front cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device was powered on, and noted to have no power, as a result of a connection between the pcb and power switch damaged. The problem source has been determined to be wear and tear from daily use from the user of the device.